Manufacturer narrative:
Patient country: poland. Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in poland. It was reported that patient faced an infusion set tubing detachement event on (B)(6) 2024, additionally patient had reported infusion set tubing came apart. The site location was abdomen. The infusion set was in use for 1 day. No further information available.